Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant medical products: 6935-58 lead, implanted: (B)(6) 2010. (B)(4).

Event description:
It was reported that the patient is in respiratory failure. A transmission indicated that the left ventricular (lv) lead exhibited high, above range impedance and thresholds. The lead remains in use. No further patient complications have been reported as a result of this event.